Event description:
It was reported that the pump battery could not be charge. There was no reported impact to the customer¿s blood glucose level. Technical support emailed patient¿s mother to ask if problem was still happening and requested that patient arrange troubleshooting call if assistance by phone was needed.